Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2023-11360.during a routine device exchange, decreased pacing impedance was observed on the right atrial (ra) lead. Diagnostic imaging was performed and no anomalies were observed. An attempt to replace the lead was not successful due to patient's anatomy. The device was programmed to deactivate the ra channel. The patient was in stable condition.